Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a few months of implant, the device exhibited undersensing on both the atrial and ventricular leads, as well as atrial oversensing. A device header issue was suspected. The device was explanted and replaced. No patient complicationshave been reported as a result of this event.

Event description:
It was reported that within a few months of implant, the device exhibited undersensing on both the atrial and ventricular leads, as well as atrial oversensing. A device header issue was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.